Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture/chest injury/gel bleed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent breast augmentation revision with a 325cc mentor memorygel breast implant experienced left sided baker grade ii capsular contracture and gel bleed post procedure. This was thought to have been caused by a car accident. As a result, bilateral prosthesis replacement with 320cc mentor memorygel breast implants was performed on (B)(6) 2021.

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4), on (B)(6) 2021, mentor became aware that it erroneously placed the following statement in h10 of the initial report submitted on that same date: a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The correct statement is as follows: a manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was received on may 7, 2021. This report was found to be a duplicate of 1645337-2021-04916 submitted on may 4, 2021. Therefore, no further reporting of this event will be performed on this report. All additional event details or information received will be reported under 1645337-2021-04916. Manufacturer¿s reference number: (B)(4).